Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the sternal saw was making a grinding noise and the saw seemed too weak. The device was not changed out, as the surgeon had to apply more force than usual. The surgical procedure was completed successfully, and there were no delays, no blood loss of no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.